Event description:
While attempting to monitor a patient (age & gender unknown) the device failed to power on. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.